Event description:
The device was used during a lap cholecystectomy procedure. The pouch prematurely detached when the specimen was placed inside. The surgeon was able to retrieve the specimen pouch without injury to the pt.